Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08805 inches.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 740 mg/dl on (B)(6) 2018 at 12:00 pm. Customer started with 500 mg/dl blood glucose reading. Customer reduced their blood glucose by doing bolus. Customer changed the set 7 times. Customer did not have any symptoms. Customer visited the emergency room to treat their high blood glucose reading. Customer current blood glucose was 213 mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. The name of the hospital customer visited is rogue valley medical center. Theresa burns reported the incident. The reporter contact is (B)(6). Customer went to the hospital because of diabetic ketoacidosis. Customer was treated with IV. Customer declined to perform carelink upload. Customer did not perform hp test. Insulin pump was returned and it passed all the tests.